Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the balloon identified no damages. No issues or damages were identified on the hypotube shaft. A detailed microscopic examination of the balloon material identified pinhole leak proximal to proximal markerband when inflated to rated burst pressure. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues or damages were identified on the polymer shaft. No issues were with the tip of the device. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
Reportable based on device analysis completed on 14jun2024. It was reported that the device was unpacked but it was leaking gas and could not be used. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 10mmx3.00mm wolverine cutting balloon was selected for use. During unpacking, it was noted that the device was leaking gas and could not be used. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure. However, device analysis revealed that a pinhole was identified just proximal to proximal markerband.